Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient was seen in clinic to test the system with a commanded minimum and maximum energy shock. The commanded shocks yielded acceptable shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.